Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher scan results on the adc device compared to an unspecified scan results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. As a result, customer was seen at the hospital where they received unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.